Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it stopped delivering volumes while on a patient. The customer stated the patient was moved to another ventilator with no harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. The ventilator was powered up and allowed to operate for 30+ minutes. There were no alarms and the volumes were delivered accurately. The field service representative was unable to duplicate the problem reported by the customer. The device passed all testing and met all vyaire manufacturer specifications.